Event description:
The lay user/patient contacted lfs on (B) (6) 2010 alleging that their ultra meter does not power on. A medical surveillance specialist (mss) was unsuccessful in getting a hold of the patient and sent a letter to obtain further clinical information. The patient did not have the meter available at the time of the initial call on (B) (6) 2010. The patient mentioned that his granddaughter had dropped his meter in the toilet on (B) (6) 2010 at an unspecified time. The meter would not power on after the meter had been dropped in the toilet. At around noon on (B) (6) 2010, the patient exhibited symptoms of sweating. The patient did not seek any medical attention or contact his physician for assistance. Patient increased their dosage of medication. The patient took 10mg of glucophage; however, it is unk whether the patient took the glucophage before or after symptoms. The meter was replaced. No further clinical information was provided. It would have been helpful to know the patient's diabetes regimen, readings prior to the event, when the patient took an increase dosage of glucophage and how long symptoms lasted. The complaint is being reported since the patient alleged that due to the meter not powering on and not being able to test, he ended up exhibiting symptoms suggestive of hypoglycemia.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.